Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with an x-ray detectable sponge. The customer reports that during a surgical procedure on an open wound, the sponge frayed in the wound. The customer further reports that the frayed sponge pieces were removed with no ill effect to the patient.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield qa has requested additional information but no additional information was available. If additional information is obtained, the medwatch form will be updated.